Manufacturer narrative:
Manufacturer's investigation conclusion: the reported driveline communication fault alarms were confirmed via the submitted log files; although, a root cause for this finding could not be conclusively determined through this investigation. The submitted event log file collectively spanned(B)(6) 2026. On (B)(6) 2026, a driveline_comm_fault was observed, remaining active through the end of the file. The alarm did not affect the pump¿s ability to support the patient. No other notable events or alarms were captured. The patient remains ongoing on heartmate 3 left ventricular assist device, (B)(6), with no further related events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. The current revision of the IFU can be found on the eifu page of the abbott website. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Section 7 of the IFU ¿alarms and troubleshooting¿ and section 5 of the patient handbook ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including driveline communication fault alarms. This section also provides the actions to take if the alarm does not resolve. Section 8 of the patient handbook, ¿handling emergencies¿, lists examples of emergencies, including driveline communication faults, and the recommended actions associated with these emergencies. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a driveline communication fault, with prior history back to(B)(6) 2025 (MFR # 2916596-2025-07484). The patient's modular section pins and receivers were cleaned by an abbott engineer and it seemed to clear that up. It then appeared that the alarm returned. Log files were submitted for review and captured communication fault (comm a) starting on 27jan2026 at 1306 and continued for the remainder of the log. The original communication faults that occurred in nov2025 were also noted to had been comm a faults. It's known that the cause of comm faults was debris/corrosion in the mod cable pump side connector. The cause of the driveline communication faults was not confirmed but may have been due to a compromised communication pin. The faults did not resolve and were permanently silenced after conferring with abbott support and the head cardiologist.